Manufacturer narrative:
Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and comorbidities of dyslipidemia and hypertension underwent an initial implant procedure with the evolut pro+ 34 valve in the aortic position. The patient was classified as nyha functional class ii and was receiving ongoing pharmacological therapies including ace inhibitors, beta-blockers, furosemide, and statins. Baseline electrocardiogram abnormalities included right bundle branch block. No acute complications were noted during the implant procedure. During hospitalization, a pacemaker was implanted due first degree atrio-ventricular (av) block and left bundle branch block. A late complication of cerebral ischemia occurred, which was assessed as not related to the device and possibly related to the procedure. No treatment for the cerebral ischemia was reported. The patient was discharged home.